Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that on (B)(6) 2013, a surgery was performed to reposition the device housing as it was located near the ear and the patient was not able to wear the audio processor. On (B)(6) 2013, the patient suddenly lost access to sound with the device. Evaluation of the external components found a defective battery pack. Twenty days after receiving the repaired external components, the patient suddenly lost access to sound again. In situ, measurements showed that all electrode channels were in status hi. No accident or trauma was reported.